Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 185, 216, 46 mg/dl. Tests were done within 10 minutes with a difference of 67%. Pt did not experience any adverse events. No further info has been reported. Note: customer using expired test strips.